Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2000 - repair of incisional hernia with abdominal wall reconstruction and implant of composix mesh. Reportedly, due to the size of the hernia, the fascia could not be completely closed and there was banding of mesh along the midline. Jp drains were placed. On (B)(6) 2000 - (B)(6) 2002 - multiple post-op visits. Pt was seen for a wound seroma with necrosis of overlying umbilical skin. This became a chronic non-healing wound with persistent drainage. He was treated with incision and drainage, debridement, partial removal of mesh, and antibiotics. He developed two sinus tracts ad a recurrence. He had a sudden eruption of purulent drainage and he was put on a different antibiotic regimen. On (B)(6) 2002 - exploration with excision of sinus tracts and repair of recurrent incisional hernia with non-bard mesh. Reportedly, the remaining portion of the composix mesh showed no signs of infection and was left in place. On (B)(6) 2003 - repair of recurrent incision l hernia with composix kugel mesh. Excoriated skin was elliptically excised from the bulging area of the hernia. No mention of previously placed mesh. On (B)(6) 2004 - repair of complex recurrent incisional hernia with composix kugel mesh and excision of the previously placed composix kugel mesh. The pt's appendix was found to be adhered to the mesh. On (B)(6) 2004 - exploratory laparotomy, excision of infected composix kugel mesh, cholecystectomy, lysis of adhesions, and small bowel resection x2. On (B)(6) 2004 - re-exploration of abdominal wound, washout, and small bowel resection. Reportedly, there was an area of the ischemia around one of the previous anastomosis that opened and leaked with manipulation. The bowel was noted to be viable, but tenuous. The surgeon notes, "whether this was due to compartment syndrome in his belly after his acute cholecystitis is not clear." The post-op diagnosis was sepsis. On (B)(6) 2004 - exploratory laparotomy and repair of small bowel leaks. The post-op diagnosis was intracutaneous fistula. On (B)(6) 2004 - attempted percutaneous jejunostomy or gastrostomy for entercutaneous fistula. On (B)(6) 2004 - closure of entercutaneous fistula, excision of unspecified mesh, and implant of a non-bard porcine graft. On (B)(6) 2004 - admitted for fistula recurrence. On (B)(6) 2004 - admitted for anemia and chronic entercutaneous fistula control.

Manufacturer narrative:
This is an obese pt with a forty-five year history of tobacco use, who had comorbidities of diabetes and hypertension. He also has a history of aortic aneurysm repair. The medical records indicate that the pt was treated for recurrence, adhesions, and fistula formation, all of which are known possible adverse reactions listed in the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. The original legal claim, while it provides a date of death, does not allege the death was related to a bard product. During review of the medical records, a death certificate was noted. The immediate cause of death in (B)(6) 2004 is identified as multiple bilateral pulmonary emboli with underlying causes being candida and gram + sepsis and entercutaneous fistula. Based on the info available at this time, no definitive conclusion can be made as to what degree a bard product, that was explanted in (B)(6) 2004, may have contributed to the cascade of medical issues, which ultimately led to the pt's death. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00582 for info related to the composix mesh implanted on (B)(6) 2003 see MDR 1213643-2007-00740 for info related to the composix kugel mesh implanted on (B)(6) 2003.